Manufacturer narrative:
The lead was discarded. Without the return of the device, it is not possible to reach a definitive root cause for the reported positioning difficulty, lead damage and cerebrospinal fluid leak. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "breakage of the lead, or malfunction or failure of other system components, which may result in undesirable changes or loss of stimulation" and "cerebrospinal fluid (csf) leakage." The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During a permanent implant procedure for the evoke spinal cord stimulation (scs) system, positioning difficulty was reported. One (1) lead was removed and damage was noted to this device. Neuromonitoring identified a decreased response from the patient; the permanent implant procedure was not completed. Approximately 1 week after the reported event, a cerebrospinal fluid (csf) leak was confirmed. This was treated by the healthcare provider and the patient is reported to be recovering.